Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 296 mg/dl and 273 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were not returned. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. The reported meter has been previously returned and investigation, therefore, no further investigation activities were performed for the freedom lite meter. DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 296 mg/dl and 273 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g-7 (follow up #) was incorrectly documented as follow up #4 in the previous MFR. G-6 has been correctly updated to follow up #3.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on the returned meter and no issues were observed. Control solution testing was performed. All results were within range specification and no errors were observed. The reported readings were found in the meter's memory. However, only two of the readings were taken within 10 minutes. No product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 296 mg/dl and 273 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1609614) were tested with control solution instead. All results were within the range specification and no errors were observed. Product was found to be performing within specification.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 296 mg/dl and 273 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 296 mg/dl and 273 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.